Manufacturer narrative:
(B)(4). Batch #: t95585. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In addition 2 malformed clip were received inside of a plastic bag. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, as surgeon was placing clips on duct, the device jammed and would not deploy clips. When he was able to get clips out, one scissored and one did not come together (malformed). It is unknown how the case was completed. There was no patient consequence.